Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested additional information regarding this event has not been received as of the submission date of this report. This report is for an unknown quantity of unknown zipfix implants. Part and lot numbers were not provided for reporting. It is not known if the subject devices will be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with an unknown number of sternal zipfix ties (implants) on an unknown date. The patient is reported to be experiencing loosening of the zipfix implants and pain. This report is for an unknown quantity of unknown zipfix implants. This report is 1 of 1 for (B)(4).